Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The manufacturing site reports that "power choice had carried out the static test (sampling check) as per the astm 2726 for each lot that produced. There is no lots rejected in-house due to the same issue as reported by complainant." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "we had a patient in sicu bite through the block andhis ett requiring emergent reintubation". It was reported that "patients current condition is extubated and discharged from facility". New device was used with no report of patient injury or harm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "we had a patient in sicu bite through the block and his ett requiring emergent reintubation". It was reported that "patients current condition is extubated and discharged from facility". New device was used with no report of patient injury or harm.